Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that post implant of this device inappropriate shock was noted due to air entrapment. Provocations maneuvers were performed and the device was turned off until the baseline electrogram would stabilize. The patient will be monitoring. No adverse patient effects were reported.